Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient underwent revision surgery during which the surgeon noted the mesh had abode into the abdomen and into the crevice between the abdominal wall and the central portion of the small bowel was adherent to the mesh. It was reported that the patient experienced severe pain, nausea, vomiting, loss of appetite, obstruction and discomfort sleeping. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/5/2021. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted.